Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician connected the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Tests showed out-of-range (oor) pacing impedance levels and the physician attempted to loosen and reconnect the lead but encountered a setscrew issue with the device. After several attempts the physician chose to utilize a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.